Event description:
During a preventive maintenance, the company representative observed that the external blood pressure input connector was pushed into the chassis and the unit was leaking helium from the manual fill valve.